Event description:
A customer reported that their insulin pump became hot to the touch, an issue that started sporadically about two months ago while the pump was charging with tandem supplies. There was no adverse impact on the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy and will receive a replacement pump with updated software. Technical support instructed the customer on how to put the pump into storage mode and how to return it, and confirmed the shipping details for the replacement.